Event description:
Same case as: 2134265-2014-00632 and 2134265-2014-00607. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with the coronary imaging catheter to visualize the lesion. When the motor drive unit was connected to a sled, automatic pullback failure occured. It was noted that the connection part of the motor drive unit got damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).